Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine office visit, the device was not able to be interrogated. The plan was to replace the device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis conclusion found high internal battery resistance. The device lost telemetry and function due to a severely depleted battery. Hybrid analysis revealed the device was fully functional and operated under normal current drain when powered with an external supply. No hybrid anomalies were observed. Battery analysis revealed no internal battery shorting. However, lithium-severing was observed leading to the high internal battery resistance. If information is provided in the future, a supplemental report will be issued.